Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose (bg) between 500-600mg/dl. The cause of the elevated bg was unknown. Although requested, the customer declined to provide additional information and declined troubleshooting.